Manufacturer narrative:
Unknown

Event description:
A patient in china was treated with therapeutic plasma exchange (tpe) which included a prismaflex tpe2000 set and a prismaflex machine. At the time of treatment start an external blood leak (estimated at 3 ml) was reportedly observed on the tpe2000 set at the connection of the return line. An unknown machine alarm was reportedly generated and treatment was discontinued.

Manufacturer narrative:
Additional manufacturer narrative: the return line from prismaflex tpe2000 ckt set where the leak reportedly occurred has been returned for investigation. A leak test was performed on the return line, which showed that the line was partially unwelded from the connector, allowing the fluid to slightly leak from the line. This subassembly of the prismaflex tpe2000 ckt set is manufactured by one of our suppliers. According to our supplier investigation, no similar complaint was reported regarding the subassembly lot. Based on the measurement performed on the sample, the outer diameter of the tube was within specification. Therefore, the dimension of the tube can be ruled out as a root cause. The subassembly is manually manufactured, the most probable root cause could be an inappropriate way of gluing the line into the connector; using too little glue.